Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed events, low flow events, pump stops, and associated power elevations. Although a specific cause could not be conclusively determined as no product was returned for evaluation, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file captured several low speed events from 14may2026 through 17may2026 while the patient was operating on the mobile power unit (mpu). These events were associated with low speed advisory, low speed hazard, pump stops, and low flow hazard alarms as well as elevations in pump power. Based on the reported information, the abnormal pump operation appears consistent with a potential driveline wire compromise. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient, on (B)(6) 2026 around 1:20, had intermittent low flow alarms. The patient was asked to increase fluid intake and was completely asymptomatic at the time. The patient was later brought to the emergency department (ed) because the alarms were lasting longer than a few seconds, and the patient felt "rumbling" in their chest. The patient's history was downloaded where there were multiple 'pump stop' and low flow alarms starting at around 1:15 am on (B)(6) 2026. The patient reported they were not moving at the time when the first couple of alarms went off but when it lasted longer and the rumbling occurred, they were getting up to use the restroom. The patient's labs were ok, lactate dehydrogenase (ldh) was 311, hemoglobin and hematocrit (h&h) and liver function tests (lfts) were normal. The patient's pump then stopped a few more times while in the ed when they were moving from the stretcher for the x-rays. A system controller exchange was performed, and with no more additional alarms. The patient was later off to the chest computed tomography (CT) scanner and then admitted. Log files were sent for review. The log files captured multiple low speed, low flow and pump stops on (B)(6) 2026 starting from 05:53 to 04:58. The log files also captured pump stops on (B)(6) 2026 at 01:00 & (B)(6) 2026 at 02:55 while connected to mobile power unit (mpu). The speed drops were as low as 0 revolutions per minute (rpm). The x-rays that were submitted were unremarkable. Otherwise, there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. It was later communicated that an ungrounded patient cable was requested for the short to shield patient and resolved the events. The "rumbling" in the patient's chest was thought to be associated with the pump stops and resolved. The exchanged system controller would no longer be returned as it was now the patient's backup system controller as it was appropriately functioning.